Event description:
Legal counsel for the patient alleges that patient underwent total right hip arthroplasty on (B)(6) 2008 and a revision procedure on (B)(6) 2013 due to patient allegations of pain and personal injury. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified additional information received from patient operative (op) notes reports an unsuccessful revision procedure occurred on (B)(6) 2013 due to elevated cobalt and chromium blood levels. Revision op report notes the presence of clear fluid, no reactive tissue, and well-fixed components with no signs of wear, scratching, or pitting. Op notes further report that the taper adapter would not disengage from the femoral stem. A delay of greater than 30 minutes was reported. The original head was replaced and the procedure was terminated. Patient op notes dated (B)(6) 2013 report the patient was revised due to blindness secondary to metallosis. Revision op report notes the presence of synovitis, a vertical cup, and impact damage and marring of the proximal femur from the previous removal attempt. Op notes report no areas of pseudotumor or metallosis with black discoloration. Taper adapter was successfully removed from femoral stem. The head and taper insert were removed and replaced. The cup was removed and replaced with a competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-01490, 07589 & 07590).